Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 222 mg/dl, 290 mg/dl, and 479 mg/dl 2. 479 mg/dl and 184 mg/dl sets of readings were taken at different times. Reading of 479 mg/dl was taken only once - no duplication of reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.